Event description:
A user facility reported that during intraocular lens (iol) implant surgery the surgeon had difficulty delivering two lenses due to stuck haptics in the plunger. Additional information was received from the surgeon who reported that after inserting the first iol, the posterior haptic was trapped within the tip of the injector. The lens was removed and a second lens was injected. The same issue of stuck haptic in the tip of the injector occurred; however, this time she was able to free the posterior haptic and center the iol adequately. Due to the increased manipulation required to attempt to free the haptics, the patient presented with increased postoperative corneal edema. The patient was treated with frequent steroid drops in the first few days after surgery and the corneal edema resolved. Additional information has been requested. There are two medical device reports associated with this event. This report is for the second lens.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough information was provided from the account for further investigation. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).